Event description:
Customer's wife reported high blood glucose levels of 480 mg/dl and has treated with a manual injection. Customer also reported hospitalization due to a light stroke. Customer stated that he felt nauseated and had a headache prior to the hospitalization. Customer was released from the hospital after his heart rates came down. Troubleshooting was performed, and drive support cap and all settings appeared to be normal. The high pressure test was also performed twice and passed the second time. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.